Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the cochlear implant. No accident or illness was reported. The external parts were confirmed to be functional. In situ measurements showed that the device had malfunctioned. Re-implantation is planned, a surgery date is not set at this time.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient suddenly lost access to sound with the cochlear implant. No accident or illness was reported.